Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports to have had keypad anomaly. Customer was calling for assistance in setting up pump and getting reservoir out of pump. Customer declined troubleshooting as he already did so for keypad anomaly. Customer's blood glucose was 318 mg/dl. No further information provided.